Event description:
It was reported that inflation could not be maintained on one disposable cannula low pressure cuffed tracheostomy tube. The device was in use for approx 24 hours when the reported problem was detected. The device was removed and replaced with a second device, same size, with no reported problems or compromise to the pt. The device was returned to the MFR for decontamination, analysis and investigation.